Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The patient's infection reportedly resolved. The patient's device remains implanted. This is the final report.

Event description:
The pt reportedly developed a skin flap infection at the implant site. The pt refused to take IV antibiotics to clear the infection.